Event description:
It was reported that the gastrointestinal videoscope had scope communication error e216. The issue was found during maintenance of unspecified diagnostic upon completion of procedure. There were no reports of patient harm.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.